Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction of h6 component code for type of investigation from testing of actual/suspected device to device not returned was made. The h6 component code of communication/interviews was inadvertently selected in the initial report and is not needed as there were no further communications with the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center front panel led blinked intermittently. The issue occurred during preparation for a diagnostic procedure. There were no reports of patient harm.